Event description:
The customer reported that the device failed to deliver defibrillation therapy during a patient event. There were no further details available. There was no report of adverse effects to the patient due to the device use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device event record download and observed that there were multiple charge complete and removed instances for unknown reasons before a 360j shock was delivered to the patient. Physio-control was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.